Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported there was foreign matter. To aid in the investigation, one sample in an opened packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed on the sample and no defects or imperfections were observed. After inspecting the bag the sample came in, inside the bag there is a piece of rubber type black material that is 1" long. The photo provided shows a syringe with the foreign matter inside the syringe past the stopper. A device history record review was completed for provided material number 309653, lot number 1091357. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample and photo were shown to associates. No one recognized the rubber type material as it is not used in the production process. To date, there have been no other similar events reported for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but the probable root cause is not known. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: foreign matter.